Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b40 error was caused by the failure of circuit (cm) board, replacement of the cm board was recommended. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center received a b40 malfunction error code. The issue was found during a colonoscopy procedure. It was reported that the image on the screen disappeared at approximately 30cm. The scope was withdrawn and the procedure was terminated. There was no harm, injury or death to the patient associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found corroded top cover and rear panel. Additionally a worn out video connector latch caused poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.